Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) section: operation manual: 3.8 inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a clogged nozzle and minor peeling on all labels. The bending section cover required glue to be taped at the insertion tube side to perform second leak test. Focus function error e204 showed when pressing switch 5 and manipulating the insertion tube/moving the bending section at the same time. Switch 5 was not functioning. Angulation and the control knob were tight due to the angle wires being too stretched. The control knob was intermittently clicking at upward/downward when engaged. The distal end plastic cover had minor scratches. The objective lens and light guide lens both had old glue. The bending section cover was removed, and its glue leaked at the insertion tube side. The bending section had an abnormal shape when angulated. The insertion tube was too snaky. The air/ water supply had slow flow. The flow and capacity were okay after removing the nozzle. The control body had dents and scratches. The light guide tube had surface scratches. The scope connector customers label was peeling on gold pin. Advanced diagnostics was dry. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had no air or water flow during setup of the scope. It would not work with carbon dioxide or air. The issue was found during preparation for use in a diagnostic colonoscopy procedure. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the clogged nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.